Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-45 lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3778-45, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s leads had migrated in the spinal canal. The patient wanted an MRI compatible system. Replacement of the patient¿s expired ins with a new system and replacement of the MRI-incompatible migrated leads was recommended. Interventions included a system explant, which occurred on (B)(6) 2018. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome of the event was noted as resolved without sequelae. No patient symptoms were reported and there were no complications. Indication for use was non-malignant pain.

Manufacturer narrative:
Continuation of d11: product ID 3778-45 lot# serial#(B)(4) implanted: 2010-(B)(6) explanted: 2018-(B)(6) product type lead product ID 3778-45 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: 2018-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of product problem was not determined. No further complications were reported/anticipated.